Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse to our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves an adult female patient (age nos) who received poly-l-lactic acid (sculptra) therapy as follows: on (B)(6) 2007: 6 ml diluted in an unk amount/batch a7016/injected into both sides of nasolabial folds and mid lower face. On (B)(6) 2007: 7 ml diluted in 11 ml (nos)/batch a7016/injected into both sides of nasolabial folds and mid lower face. On (B)(6) 2008: 7 ml diluted in 7 ml (nos)/batch a7017/injected into both sides of nasolabial folds and mid lower face. On (B)(6) 2009: 7 ml diluted in 5 ml sterile water + 2 ml 2% lidocaine/batch a28024/injected into cheeks, lower face, and upper nasolabial folds. Relevant medical history was not mentioned and concomitant medication was reported as hyaluronic acid (restylane). Sometime in (B)(6) 2009, the pt developed nodules to the lower face. The pt took erythromycin for two weeks and was to be re-evaluated in four weeks. The pt has not had any similar events with poly-l-lactic acid or after treatment with any other products, and no histology/lab tests were performed. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Results for (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. (B)(4). Reporter's causality assessment: highly probable. Addendum 27-may-09: this new f/u info was received on 29-apr-09, out of sequential date order: (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on 27-may-09: the aesthetic practitioner reported that the patient returned for review following two weeks on erythromycin. There had been no improvement and further nodules had developed. The pt was referred to a physician at another clinic and she is to be started on steroid injections to the nodules.